Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were not feeling stimulation and the issue began a while ago. Agent asked, pt stated the stim is on and they tried increasing it, but that did not fix issue. Patient stated they got cancer so they didn't want to worry about that and they were worried about the cancer thing first so now they were trying to get back to it. The patient was redirected to their healthcare provider to further address the issue.